Event description:
The customer's mother reported via phone call that he was hospitalized on 06/18/2015 with a high blood glucose of over 600 mg/dl. The insulin pump was not delivering insulin. He was administered insulin drip. The customer had a diabetic ketoacidosis. He was wearing the insulin pump at the time of hospitalization. The insulin pump alarmed no delivery. The infusion set had a bent cannula. The device was not returned.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.